Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on screen, it was hard to saw screen. Customer stated that the insulin pump had cracks in casing, by reservoir compartment. Customer stated that they changing battery every three to four weeks and battery life diminished and insulin pump rejected new battery. Customer stated that the insulin pump had no delivery alerts becoming more frequent. The device will not be returned for analysis.